Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that the electrodes had very low adhesiveness and would not stay attached to the patient's skin. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.